Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent upon completion of the eval.

Event description:
Report received from the USA stating that the device was "working intermittently" during a tympanoplasty mastoidectomy procedure. The intermittent operation occurred while switching between attachments. There was no delay in surgery as there was a spare device readily available for use. There was no add'l info provided.